Manufacturer narrative:
In addition to b5, the following findings were observed, however the findings are considered non-critical and therefore do not present a potential for harm: the nut was loose and the adhesive on the bending section cover (a-rubber) was chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to the customer's mishandling, or wear and tear due to increased usage time. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): warnings and cautions - "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the acoustic lens was found peeled. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.